Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed as the stent had already been deployed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery with heavy calcification. Pre-dilatation was performed with a 7.0 x 80 mm balloon. The 6.5 x100 mm supera stent system was advanced to the lesion and an attempt was made to deploy the stent; however, only a few millimeters (mm) of the stent flowered out, and the stent would not deploy further. It was noted that the push rod would not touch the stent to push it for deployment. The delivery system was removed with the stent, and the lesion was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.